Manufacturer narrative:
Per the clinic, the patient also developed an infection at the implant site. The patient was reimplanted with a new device during the same explantation surgery on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to extrusion at transducer site. It is unknown if there are plans to reimplant the patient as of the date of this report.